Manufacturer narrative:
Additional information: one unpackaged ar-9545-t15-02, batch: 8001828, was returned for evaluation. Visual inspection found that the instrument's hex tip was twisted/damaged. The most likely cause of the reported failure is user error, which involves over-torquing or over-engaging the driver with the screw head. No functional testing was performed due to the physical damage of the device's tip. Refer to the investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2025, it was reported by a sales representative via (B)(4) that an ar-9545-t15-02 driver shaft tip of screwdriver was torqued and broke at the head of the screw while trying to remove the central screw from the cug baseplate. This was discovered during the case with no patient harm.